Event description:
It was reported that an ilet user experienced hyperglycemia, with a highest blood glucose of 284 mg/dl, after disconnecting the device to charge and forgetting to reconnect, resulting in a temporary cessation of insulin delivery; the user was not using backup therapy and later reconnected, with insulin delivery resuming. Symptoms included fatigue, loss of appetite, and a sensation of ear popping. Outcomes included no medical intervention and normal ketone testing with adherence to the ketone action plan. Investigation included review of device logs and user interview, along with troubleshooting and education. Investigation of this case revealed insulin under-delivery due to user disconnection from the system rather than device malfunction. It was concluded that the event was user-related and that the device operated as intended once reconnected, with replacement supplies provided and education completed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.